Manufacturer narrative:
Device code other: difficult to advance. The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device was discarded by the user. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed. Three lots shipment history was reviewed. Three lots (11657356, 11514707 and 11484646) were recently shipped to the customer prior to the event. A lot history search revealed no other complaints were reported for these lots. A review of the device history record of each lot revealed no anomalies. The june 2008 15-month rf probes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (See scanned page).

Event description:
It was reported to boston scientific corporation on july 09, 2008 that a coaccess needle electrode was used during an ablation procedure in 2008. According to the complainant, severe resistance was felt when the introducer was advanced through the attachment. The physician completed the procedure with this device. No pt complications were reported as a result of this event and the pt's condition was reported as "good".